Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that, yesterday, another incident of this nature occurred. A lipid-containing solution was administered; there was a loss of solution onto the affected patient¿s bed. Nursing staff noticed this and changed the infusion set.